Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-dependent patient presented with an inappropriate shock due to post-sensed t-wave oversensing during a treadmill test. Programming changes were made. Further actions and dft will be discussed with the physician.